Event description:
A cus reported that during setup for a procedure, the system would not recognize the foot pedal via wireless or plugged in. The system was rebooted twice before recognition. There was no pt impact.

Manufacturer narrative:
(B)(4).